Manufacturer narrative:
Device evaluation summary monitor sn (B)(4) was returned and evaluated at the distributor. The reported problem (damaged electrode belt receptacle) was confirmed. Upon evaluation, the monitor was unable to securely latch to an electrode belt. The monitor's electrode belt receptacle was physically damaged and missing a guidepin. The cause of the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a 2015 FDA inspection, a reportable malfunction was discovered. The patient's monitor was unable to securely latch to an electrode belt.